Event description:
It was reported to vyaire medical that the vela ventilator had a delamination at bottom right hand side of the front panel. The issue occurred prior to patient use. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The vela front panel assy was visually inspected, and found fluid ingress, screen delamination at bottom right portion of lcd screen. Cleaning touch screen with an unapproved cleaner is known to cause delamination. The reported complaint was confirmed and duplicated. This is a known issue that has since been addressed with eco 82509.